Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic mechanical lithotripsy, the subject device was used. In the procedure, the proximal end of the operating wire was broken. Therefore, the physician performed an emergency operation, but neither the calculus crash nor the basket breakage occurred, and the operating wire broke at the emergency handle. After that, the patient was sent to open surgery.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the breakage of the basket wire was likely due to a large load exceeding the device strength applied during crushing of a large, hard, and/or irregularly shaped stone. The instruction manual of the device has already warned as follows; do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. The operation of the mechanical lithotriptor bml-110a-1 is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard and the basket wire or mechanical lithotriptor is damaged, lithotripsy cannot be continued. Use the bml-110a-1 with the understanding that its basket wire could become damaged and that open surgery may have to take place.